Event description:
It was reported to boston scientific corporation on (B)(6), 2009, that an extractor xl triple lumen retrieval balloon was used during a calculus removal procedure in the bile duct performed on (B)(6), 2009. According to the complainant, the balloon ruptured during the procedure. The physician did not confirm the balloon inflation before the procedure but the catheter had smooth insertion. No fragments detached or fell into the pt. The procedure was completed with another extractor xl triple lumen retrieval balloon and same jagwire. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The device has been received by this MFR, however, the investigation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).